Event description:
A pt has pain and discomfort in their shoulder after physical therapy. Subsquently a second arthroscopic surgery was performed and the surgeon found pieces of the cufftack device were loose in the shoulder.